Event description:
The plaintiff's attorney alleged that the patient experienced a heart attack and subsequently expired, which is alleged to have been caused by the patient 's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been request and will be submitted upon receipt accordingly.